Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The indeflator was connected directly to a 2.0x15 mm trek balloon dilatation catheter (bdc) and inflation was attempted; however, there was slow inflation and bubbles seen inside the balloon. The indeflator was removed and a non-abbott inflation device was used to inflate the same balloon without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.